Event description:
It was reported that the patient with this pacemaker stated of experiencing heart rate issues, chest burning, and daily issues without doing anything strenuous. The heart rate (hr) of the patient fluctuates, sometimes reaching 111 to 110 beats per minute (bpm), despite being told the pacemaker should maintain the hr at around 70 bpm. Technical services (ts) referred the patient to the device clinic, but after two weeks, the patient continued to have heart palpitations. The patient felt palpitations and was instructed by the clinic to go to the emergency room (ER). However, the patient chose to send patient initiated interrogation (pii) instead of driving 90 minutes to the ER and waiting for 12 hours. Ts further referred the patient to the clinic. This pacemaker remains in service. No adverse patient effects were reported.